Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER department after receiving multiple shocks and having been unresponsive. It was suspected that the patient may have been having some vt storms. The patient was shocked by the device (presumably until it drained the battery) then the patient was shocked externally multiple times. The device reached eri. Per following physician the patient's device was nearing eri or at eri at the last in-clinic device check. In lieu of having a device change-out immediately, the patient requested that it be postponed. The device image was successfully down loaded due to the device in back-up vvi mode status. The patient was stable and on a ventilator. It was later reported that the patient expired.